Event description:
The valve was explanted due to "prosthetic aortic valve dysfunction" and dehiscence. The pt expired five days post-operatively. The cause of death is unknown at this time. The valve was discarded by the hosp.